Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 83 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
Device not returned.